Event description:
A malfunction on a pump was reported by the caller, with no notable events occurring prior to the malfunction. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to call back if any issues arise, and they understood the instructions.